Event description:
It was reported that pump displayed malfunction code and customer contacted support, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any future malfunction occurred, which customer understood.